Manufacturer narrative:
Product complaint # (B)(4). D4 UDI number: UDI/gtin unavailable as this device is from a kit. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. What is the account name? (B)(6). 2. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Not a new user, has used vistaseal over 100 times. 3. How many times have they applied the laparoscopic tip? Over 100 times. 4. Was a sales representative present during the case when the issue was experienced? I was not present during the case. 5. What is the lot number? Not available. 6. Was any leakage or product solution observed at the luer locks connection? No leakage. 7. Were there any unexpected outcomes or complications as a result of the event? No. 8. Are there pictures of the damaged device available? No. 9. Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. Not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a hemostatic agent dual applicator device were used. When trying to add a laparoscopic tip to device, the open tip could not be removed. A new device had to be opened to then add a laparoscopic tip to the new one. The procedure was delayed by 10 minutes. No adverse patient consequences were reported. Additional information was requested.